Manufacturer narrative:
The referenced drop in flow and speed and patient outcome of death is reported on medwatch MFR report # 2916596-2018-03438. Approximate age of device- 5 days. The system controller was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the vad system dropped to 0 flows and 0 rpm. The system controller was exchanged; however, when connected it said "-" and would not accept the pump stop command, so the vad team connected back to the original system controller. On (B)(6)2018, the patient expired of renal failure. It was reported that the pump was functioning as intended. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump flow and rpm dropping to 0 were confirmed from the submitted log file. The report of the pump stop command not working properly was unable to be confirmed. The submitted system controller event log was from system controller (B)(4) and contained approximately 2 days and 14 hours of data from (B)(6) 2018 to (B)(6) 2018, per the time stamp. The stored patient speed was set between 3,900 to 4,700 rpm and the low speed limit was set between 4,000 and 5,000 rpm. Several low flow faults and alarms were recorded throughout the log file due to the calculated flow being recorded below the alarm threshold of 2.5 lpm. On (B)(6) 2018 at 15:19 the flow was recorded at 0 lpm. The flow remained at 0 lpm until 15:21 when the driveline was captured as disconnected, resulting in a pump stop. The driveline was reconnected approximately one minute later the pump speed ramped up to the set speed. Additional low flow faults and alarms were captured in the remaining events due to the calculated flow being recorded below the alarm threshold of 2.5 lpm. Several low speed advisory alarms were also captured between 15:23 and 15:29 on (B)(6) 2018 due to the stored patient speed being set below the low speed limit. System controller, serial number (B)(4) was not returned for analysis. Several good faith efforts were made to the account whether the system controller would be returned for evaluation; however, at this time no response has been received and the controller has not been returned. It was reported that the patient expired on (B)(6) 2018 of renal failure and at time of death device was functioning as intended. The specific cause of the low flow events recorded in the log file and the report of the pump stop command not working properly was unable to be determined during this investigation. Section 5 of the heartmate 3 patient handbook (na) (doc. 10006136, rev. A) entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including driveline disconnected, pump off, and low flow alarms. Operation of the pump stop button is addressed in section 4 "system monitor" of the heartmate 3 instructions for use (IFU) (na) (doc. 10006135, rev. C). No further information was provided. The manufacturer is closing the file on this event.